Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device was returned due to noise. Electrodes 3-4 met specifications of acceptable resistance values with no open or short circuits detected. However, fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. Additionally, evidence of corrosion and dried saline was noted within the connector plug, consistent with the reported event. Further investigation revealed a gap at the luer/irrigation tubing junction, allowing fluid to flow outside of the irrigation tubing and into the tygon tubing, consistent with the corrosion and dried saline noted within the redel connector.

Event description:
This report is to advise of an event observed during analysis confirming a tygon tubing leak of the catheter.